Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our affiliate is reporting the following to us: ¿procedure was finished without any complications when directly before closure the tip of a pin was discovered in the midst of the joint. Determination whether of femoral or tibial origin wasn´t possible. Surgeon peeped into the drill holes and the juxtaarticular pin respectively seemed to be fine. Pin tip was removed and will be sent in.¿

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If (B)(4) receives any information in the future that the condition of the patient has changed, this complaint file will be re-opened at that time, the information will be documented in the file, and a follow-up report will be done.

Event description:
Our affiliate is reporting the following to us: "procedure was finished without any complications when directly before closure the tip of a pin was discovered in the midst of the joint. Determination whether of femoral or tibial origin wasn't possible. Surgeon peeped into the drill holes and the juxtaarticular pin respectively seemed to be fine. Pin tip was removed and will be sent in." Our affiliate indicated via email on 4-2-14 that the customer discarded the complaint device.